Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a motor error, motor position encoder error and motion sensor test failure from the insulin pump. The customer's blood glucose reading was 135 mg/dl. The customer stated that he received a motor error and was told to rewind. The customer stated that he received a motion sensor test failure after work. The customer also stated that he had trouble with connecting to the sensor. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received stuck in the motor error alarm loop during the bolus/basal delivery. Unable to confirm the motor position encoder error alarm or motion sensor test failure alarm due to the motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.